Event description:
Additionalinformation reported that "something happened in the middle of the night and the patient mashed all of the buttons" they think this is what caused the 574 error code.

Manufacturer narrative:
Product ID: 3777q60, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 3777q60, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: neu_ptm_prog, serial# unknown, product type: programmer. (B)(4).

Event description:
It was reported the patient was adjusting their settings and their device ¿felt like it shut off.¿ the patient saw an error code 574 on their patient programmer. Invalid settings were detected and it was noted the settings were to be cleared. The patient did not have a clinically undesirable experience and it was noted the event resolved without sequelae. The event was not related to the implant procedure and noted as not applicable to the device or therapy. Intervention involved reprogramming. Additional information reported the system was interrogated and the programs were rest. The programmer was re-synched and it worked efficiently.